Manufacturer narrative:
Additional information was received on september 21, 2023. The event, originally reported as a device migration and cutaneous contour deformity was clarified. The implants were stated to be flipped with the valve being palpable. Capsular contracture was suspected based on changes detected through magnetic resonance imaging and ultrasound. This report relates to the right prosthesis. See 1645337-2023-12365 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2023, mentor became aware that the following pieces of information were erroneously omitted from the supplemental report submitted on that same date. Reason for device explant and/or reoperation: breast implant palpability/visibility, anisomastia, capsular contracture, device migration. H6 health effect - clinical code e2402. Breast implant palpability/visibility.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent breast augmentation revision with a 370cc mentor memorygel boost breast implant experienced right sided breast pain, cutaneous contour deformity, and device migration post procedure. The device was rippling, elongated, and sitting lower than the contralateral side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.